Manufacturer narrative:
Device codes: 2017 labeled. Internal file number - (B)(4). Device code 2017: failure to follow steps / instructions. Evaluation summary: visual and functional inspection was performed on the returned device. The deployment difficulty and elongation were not able to be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The supera instructions for use states that the recommended pre-dilatation diameter for a 6.0 mm stent is a balloon diameter greater than 6.8 mm. Using the 6.0 mm stent in the undersized vessel likely caused the stent elongation. The investigation determined that the reported deployment difficulty and stent elongation was use related. It is likely that inadequate pre-dilatation of the target vessel contributed to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a chronic totally occluded, heavily calcified and de novo lesion in the femoral artery. Pre-dilatation was performed using an unspecified 5.0mm balloon dilatation catheter. The 6.0x120mm supera self-expanding stent system (sess) was then advanced, and stent elongation occurred during deployment. The stent was retrieved into the [introducer] sheath, and the sess was removed from the patient without reported issue. A 6.0mm diameter bdc was then used to perform pre-dilatation, and a 5.5mm diameter supera stent was then implanted to successfully complete the procedure. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.